Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused the reported fall. No failure detected, device operated within specification.

Event description:
Pt was walking outside at work was walking at normal pace then knee just unexpectedly went loose patient lost balance and fell. The patient was walking on a paved surface at work. Knee suddenly gave out and went into free swing. Patient lost his balance and fell and broke his femur. He is currently under doctor's care.